Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The facility stated the baxter field service technician (fst) verified the battery was causing the improper shutdown and cleaned the battery contacts. No further issues noted and the pump was placed back in service. Should additional relevant information become available, a supplemental report will be submitted.